Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed, as the muscle stimulation is a known medical risk for these implantable systems. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this recently implanted left bundle branch (lbb), experienced diaphragmatic stimulation. Subsequently, the patient underwent a revision procedure, and this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead was already returned to boston scientific.

Event description:
It was reported that the patient with this recently implanted left bundle branch (lbb), experienced diaphragmatic stimulation. Subsequently, the patient underwent a revision procedure, and this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.